Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The inspection method for the event is described as follows in the operation manual " chapter 3 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the amount of air and water supplied was insufficient due to clogging of the air/water nozzle; the bending angle was insufficient due to the elongation of the angle wire; the play of the angle knob was out of the normal state due to the elongation of the angle wire; the air and water supply cylinders were corroded; discoloration of the illumination lens; wrinkles in the insertion tube; liquid leakage and discoloration were observed in the operation part; the distal sheath bond was cracked; due to insufficient cleaning, the air and water nozzles were clogged, causing the draining function to be reduced; the suction cylinder was scraped; the up/down knob glue was not watertight; there was a strange noise from the up/down knob; the right/left angle knob rotated together; peeling paint was recognized on the suction cylinder; discoloration of the objective lens; shadows and cloudiness were visible in the image; the forceps plug cap had been scraped off; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during a colonoscopy procedure, the evis lucera colonovideoscope displayed poor water supply. The air and water flow were having issues in the system. The intended procedure was completed successfully with the same device. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which was causing insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.